Event description:
The complainant reported a 81-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient developed hemolysis. The pump was removed in response to the noted condition and an impella cp pump was placed for ongoing support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of hemolysis has been completed. Data logs confirmed the failure mode and clinical narrative. Logs showed placement signal was observed to be trending downward approximately nine hours into support. Weaning was begun due to the hemolysis 13 hours into support. The product was not returned for review. Based on clinical description and data analysis, the root cause of hemolysis was most likely patient condition related (due to trending placement signal and since the spike in motor current was at p1 after the weaning process was already initiated). B.7 information was added as it was inadvertently omitted on the initial manufacturer device report number 1220648-2024-23985. D.4 revised serial number as it was previously entered incorrectly on initial manufacturer device report number 1220648-2024-23985. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-23985 was submitted in accordance with updated procedures.